Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: a review of the pump history revealed that the last basal delivery was on (B)(6) 2013. The black box history revealed that the time/date reset to (B)(6) 2013. The time was found to be manually set incorrectly when the pump was powered on. An ¿exceed max daily¿ occurred due to a basal delivery attempt 3 minutes after the previous basal delivery on (B)(6) 2011 at 11:06pm. A warning was unacknowledged for 3 hours on (B)(6) 2013. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on and displayed the ¿verify¿ screen. The pump was primed and exercised for 24 hours with the appropriate alarms. The pump was exercised for 29 hours with no delivery issues. The pump was powered ¿down¿ for 6 hours and then was powered on. The time and date was found to reset to factory settings. Unrelated to the complaint, the display screen was found to be dim and faded. Also unrelated to the complaint, the bolus button key contact was found to be detached and missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that patient's blood glucose (bg) read ''high" on the meter. The reporter stated that the time date would reset after a battery change. Customer support (cs) reviewed the basal rates and noted that the morning rates were lower than evening rates. Cs advised the reporter to always check the date and time. It was noted that cs instructed the reporter on how to set the time correctly on the pump. This complaint is being reported because the patient experienced hyperglycemic event while using insulin pump therapy. Use error contributed to the reported because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen.